Manufacturer narrative:
Results: the ruby coil was kinked approximately 5.0 cm from the proximal end. The complaint does not involve device functionality. Therefore, no functional testing was performed. Conclusions: evaluation of the returned ruby coil revealed that the device was kinked on its proximal end. This damage was likely a result of mishandling upon removal from the packaging hoop. The microcatheter cited in the complaint and coil introducer sheath were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a ruby coil for an embolization procedure, the technologist noticed that the ruby coil pusher assembly was kinked upon removal from the packaging. The kinked pusher assembly was found prior to use and therefore, the ruby coil was set aside and not used in the procedure. The procedure was completed using additional ruby coils.